Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not power on. A field service engineer (fse) unplugged drawers and comet from the power supply, rebooted station but it still did not come up. The fse took power supply cable from a different system and swapped it with a non used cable. The issue was resolved. Pharmacy staff logged in and verified functionality by testing several drawers in the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the station would not power on, and the customer tried multiple power outlets but experienced the same result. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.